Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I have seen an orthodontist who is recommending I stop using this system due to the damage it is causing to my teeth and bite. The aligners that were sent do not seem to fit properly. My top front teeth seem to be moving inward, causing pain because they are now touching my bottom front teeth in a way that prevents my molars from making contact. When I eat, I am unable to chew properly. No evidence of a letter of recommendation on file. However, the patient stated that their doctor of dental surgery recommended they seek non-byte treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.